Event description:
The hemopro was used to harvest saphenous vein. I activated the jaws to cauterize a branch, then pulled them back into the device and I smelled something burning. I extended the jaws back out into the tunnel to view them and saw that they were activated and glowing yellow/ red. The activation toggle was not manipulated during this time and they continued to burn. So, I pulled the entire device out of the leg where the jaws were still notably glowing yellow/red. I chose to disconnect the system from the power box and pass off the defective equipment. Upon repeat inspection of the endoscopic vein harvester tunnel, there were no signs of harm to the patient.